Manufacturer narrative:
(B)(4). Date sent 5/28/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What color reloads were used and what was the sequence of the firings? Were there any issues experienced with the device during the 1st firing? Were there any issues with opening the device after the 1st firing? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation after the 1st firing? If so, please describe the shape and location. Was the noise heard inside the stapler only present after the 1st firing? What was the thickness of the tissue that the stapler was being fired upon when the issue occurred? Any clips, clamps, or graspers near the area where the device was being fired? What is meant by clamp does not close on the 2nd firing? Did the jaws not close? Did the healthcare professional wait 15 seconds after closing the device before each firing? When, during the procedure, did these issues occur? Was the device inside the body or external from the patient? Why was the decision made to convert to an open procedure? Were there other staplers or other means available to conduct the procedure as initially planned? Once opened, how was the procedure completed? Please provide a timeline of events. Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler fails when performing the second firing. The cartridge is replaced a second time and the stapler stops functioning; noise can be heard inside the body of the stapler. The clamp does not close and the staples are not fired. The physician decides to open the patient to conclude the procedure. Was there a significant delay? Yes. How long was it delayed (minutes)? 40.

Manufacturer narrative:
(B)(4)date sent: 6/3/2026.additional information was requested, and the following was obtained:patient undergoing resection procedure with laparoscopic anastomosis reconstruction.during the first shot of the stapler, the device worked properly, with proper staple formation and uncomplicated cutting.for the second shot, the tip of the device was cleaned and a new cartridge was placed correctly. The jaw closed properly to position the tissue and a waiting time of approximately 15 seconds was respected before trigger was triggered.when attempting the second shot, the device did not shoot staples or cut with knife, only a noise was perceived from the body of the stapler, without activating the mechanism.there were no additional objects to the tissue that could interfere with the operation of the device.the device was removed from the abdominal cavity, the cartridge was replaced by a new one and a new shot attempt was made, presenting the same failure.due to the persistent failure of the device, it was decided to convert the procedure to open surgery, where a linear stapler available in the operating room was used to complete the surgery.during laparoscopic procedure for anastomosis, the first shot of the device was performed without complications.in the second shot, after cleaning the tip and placing a new cartridge, the device closed properly but did not shoot or cut, presenting only internal noise.cartridge change and new attempt were made, persisting the failure.it was decided to convert to open surgery to complete the procedure with linear stapler.no harm was reported to the patient. Currently the patient is in good general condition and in postoperative recovery normal.